Event description:
Report of broken im nail in database. Surgeon indicates high femur f/x repaired, then pt complained and it was found that the nail was broken. Indications of non-union high on the femur on an obese pt w/fwb is cause.